Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination identified proximal stent damage. Stent struts were misaligned. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage was noted. The target lesion was located in right coronary artery (rca). A 2.25x32mm promus element plus stent delivery system was selected to treat the lesion. Outside patient, the stent struts were noticed to be deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.